Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had ended up in the hospital to have a MRI of their head because the patient had a stroke on (B)(6) 2016 right after the deep brain stimulation implant surgery to put in a new battery. It was unknown if the MRI was related to a problem with the device. It was also unknown if the stroke was related to device or therapy. They thought it was odd to have a stroke following implant surgery. The friend or family member of the patient had told the healthcare professional that the patient could not get a MRI because of the deep brain stimulator. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.